Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 metal plate inside of the jaw was coming off at the 20-25th time of applied energy. The hospital planned to use the device for both legs. This occurred while harvesting from the second leg. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint # trackwise # (B)(4). Autonumber # (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Blood and charred tissue was observed on the heater wire. The heater wire was observed to be flexed away at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. The silicon insulation was observed to be peeled away from the tip of the cold jaw, exposing the metal tip of the cold jaw as well as the hot jaw. The peeled silicon was not returned for evaluation. No other visual defects were observed. Based on the return condition of the device, the reported failure ¿material twisted/bent¿ as well as the analyzed failure "peeled jaw" was confirmed. Specific actions for both the reported confirmed and the analyzed failure mode are being maintained and documented under maquet¿s failure investigation report (fir) system.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 metal plate inside of the jaw was coming off at the 20-25th time of applied energy. The hospital planned to use the device for both legs. This occurred while harvesting from the second leg. A replacement device was used to complete the procedure. The hospital did not report any patient effects.